Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated that he was at the lake and the insulin pump got wet. Blood glucose value is 160 mg/dl. Nothing further reported.